Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse performed service. The fse visited the site, but no issues were found on the universal surgical manipulators (usm). Fse inspected the suspected instruments also and there were no clear damages. Error logs did show a single 22020 error on usm 3, indicating that an instrument did not engage correctly with the arm. The fse recommended that the clinical sales representative (csr) monitor a few cases with the customer to ensure the system setup is being done correctly, and also recommended that failed instruments be sent for investigation.

Event description:
It was reported that during a da vinci-assisted ovarian cystectomy surgical procedure, the vessel sealer instrument did not clamp at all. Before calling in, they had tried a different instrument but that did not solve the issue. Therefore, the surgeon decided to convert to open. The technical service engineer (tse) checked the logs and found a single 22020 on arm 3 indicating that the instrument did not engage correctly. Intuitive surgical, inc. (Isi) attempted follow-up to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the nurse was referring to the stapler incident. The hospital has had no reports of issues with the vessel sealer extend. The report under patient identifier (B)(6) documents the occurrence of the event.

Event description:
Refer to h10/h11 for follow-up information.